Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Additional device: (B)(4) - cata log-1650de, exp date- 07/31/2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that multiple power switching events occurred from one power source to the other earlier than expected which were accompanied by a single beep sound. The events seemed to happen more often on power connection 2. A controller exchange was performed. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Device MFR date: 07/31/2016. It was reported that the patient was experiencing power switching events and single beeps. The controller (B)(4) and one battery ((B)(4) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. Bat221166 was only involved in momentary disconnections.¿ the most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections. An internal investigation has been opne to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: brand name, date received by MFR, type of reports, if follow up, what type?, additional MFR narrative. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.